Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated a lead warning alert. The impedance on the rv (right ventricular) pacing leadwas beyond the expected upper range and the impedance trend on the rv (right ventricular) pacing lead was variable. The maximum ventricular pace impedance rises from an approximate baseline of 852 ohms the week ending (B)(6) 2013 and varies between 896 and 1920 ohms the rest of the record. An rv pace lead impedance alert occurred on (B)(6) 2013.

Event description:
It was reported that the physician observed "impedance jumps" and short v-v intervals on the right ventricle pace-sense lead. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. However, visual summary analysis of the lead indicated apparent explant damage. (B)(4).